Event description:
During a coronary stent procedure, stent damage was noted. The physician had predilated the lesion in the rca. He then attempted to advance the expess2 4.5 x 16 mm stent across the lesion, but was unable to do so. When the physician removed the stent, damage to the stent was noted. The physician was able to complete the procedure with another MFR's stent. No pt injuries or complications were reported.